Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced pain at the sub-clavicle ipg site regardless of stimulation for the past 2 months. Follow-up revealed on (B)(6) 2017 the physician identified and removed a stitch from the fascia inside the ipg pocket which resolved the issue.